Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device failed calibration with error 82 (water check time out - other condition). During functional test device cooled properly but during heating went from 6c to 22c very slowly. Device checked for overfill. They would check heater and replace if needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the arctic sun device failed calibration with error 82 (water check time out - other condition). During functional test device cooled properly but during heating went from 6c to 22c very slowly. Device checked for overfill. They would check heater and replace if needed.